Event description:
The manufacturer received information alleging a ventilator's internal battery failed. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that allegedly failed to charge its internal battery. The device was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed or duplicated. The internal battery was found to charge and operate as designed.